Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a reading of 321 mg/dl. Within 10 minutes, customer got a reading of 130 mg/dl. A request was made for the return of the meter and strips, replacement sent.